Event description:
A report was received that the patient was experiencing charging difficulties. The patient indicated that she felt a burning sensation during and after charging the ipg. A pocket revision has been recommended.